Manufacturer narrative:
Product analysis the stent graft had been deployed prior to receipt of the device. Deployed stent graft was received alongside device, no deformation was evident to the stent graft. The external slider and graft cover were fully retracted on receipt of the device. Deformation was evident to the stent stop cup with a kink evident to the spiral member at the stent stop. Deformation was evident to the graft cover and to the distal end of the graft cover. Deformation was evident to the proximal end of the taper tip, with a kink and separation evident to the spiral member immediately proximal to the tip. It was possible to advance and retract the external slider with no issues noted. A gap of approximately 0.5 mm was evident between the taper tip and graft cover when the graft cover was fully advanced fully advanced. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii extension stent graft was intended to be implanted during the endovascular treatment of a 200mm dissection. It was reported that after opening the packaging there was a gap between the tip and graft cover. It was reported that the stent would not go up when it entered the right femoral artery and so the delivery system was withdrawn. It was noted that the gap between the tip and graft cover was larger after removal from the patient. A valiant captivia stent graft was implanted to treat the dissection. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received; it was reported that there was no damage noted to the device box prior to opening. Per the physician, the cause for the difficulty inserting the delivery system into the femoral artery in unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.